Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a patient receiving intrathecal baclofen (unknown) 2500 mcg/ml at 929.2 mcg/day via an implantable pump for unknown indication for use. The patient was admitted to the hospital with supraventricular tachycardia (svt) and tremors. Patient stated that she had experienced some ¿increased rigidity¿. The company representative (rep) interrogated pump and logs. No motor stalls or alarms were noted. Unknown if any interventions/actions were taken to resolve the issue, the issue had yet to resolve. The patient's weight and medical history were asked but made unknown. The patient's status was "alive-no injury".

Event description:
Additional information was received, from a healthcare provider (hcp) via a company representative. Who reported, that it was determined, that there was no device issue. The cause of the patient¿s symptoms was unknown. The event resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.